Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic hernia procedure, during fixation, the patient had blood loss of more than 500 cc and third degree pain. The patient had tissue damage. Another device was used to complete the case. The patient's hospitalization was extended for two days.